Event description:
A surgeon reported when attempting to complete a procedure with an alternate system, additional system messages were displayed. The procedure was aborted and the patient was left aphakic. The patient was referred to a retinal specialist and was seen on (B)(6) 2014, with the recommendation of secondary lens insertion. This is the second of two reports for the facility representing the second system used.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).